Manufacturer narrative:
This lead was returned to the laboratory in two segments, having been severed during the explant procedure. The visual examination also noted that the helix mechanism was in an extended position with large amounts of calcification. Subsequent testing, performed separately on each segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis confirmed that based on the direct observation of calcium deposits on the tip or electrodes of the returned lead. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this pacemaker exhibited an increase in pacing impedance measurements on the right ventricular (rv). Additionally, high capture thresholds were also observed. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an increase in pacing impedance measurements on the right ventricular (rv). Additionally, high capture thresholds were also observed. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.